Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the lcd display. The ventilator passed all testing.